Manufacturer narrative:
The sodium electrode lot number is gaf25, with an expiration date of 09-jan-2027. Calibration data around the time of the event was acceptable. A review of alarm trace data showed an abnormal aspiration alarm. The field service engineer determined the sodium electrode was degraded. The sodium electrode was replaced and the ise block was cleaned. Ise checks were performed and results were normal. Precision studies were performed. Calibration and controls recovered within range. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the sodium electrode on a cobas pro ise analytical unit. The customer noted a drop in recovery for one level of control and this control was outside of range on the day of the event. Controls were repeated and passed. Patient samples were then repeated on a second analyzer. Results in the normal reference range were deemed correct. The first sample initially resulted in a sodium value of 130 mmol/l and it repeated as 138 mmol/l. The second sample initially resulted in a sodium value of 132 mmol/l and it repeated as 139 mmol/l.